Event description:
During index procedure, the patient had two endeavor sprint drug eluting stents implanted in the lad. Approximately 20 months post index procedure, the patient suffered a mi. Twelve days later patient death occurred. The cause of death was cancer. Investigator has assessed that the event was not related to the device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi). Evaluation results: known inherent risk of procedure (mi).